Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found no image screen black only lines on the middle section and the bending section cover glue was chipped. The printed circuit board (pcb) was replaced, no image line at the middle section still appeared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had an image problem when plugged in, there are lines on the screen and the actual video does not come up. The issue was found during preparation for use for a diagnostic colonoscopy. The procedure/anesthesia was extended by about 30 minutes for troubleshooting. The procedure was completed thereafter with the same device without any impact to the patient or need for additional intervention.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charged coupled device unit at the distal end shorted out due to age/deterioration by angulation manipulation. The instructions for use (IFU) provides the actions for irregularity occurrences during a procedure with the following statement: chapter 5 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.